Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager was dispatched to evaluated this unit. The stm recommended the customer to assure the batteries were charged over night and re-ran the test. The next day the test failed again and the stm replaced the batteries. The stm completed full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. The test was performed by the customer. There was no patient involvement and no adverse event was reported.